Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets had flow issues during the flushing process. The following information was provided by the initial reporter: "we are having significant issues with the smartsite extension sets ref 20059e. About every fourth or fifth one we are unable to flush them. We try to flush with a syringe and sometimes it works, sometimes it doesn't."

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets had flow issues during the flushing process. The following information was provided by the initial reporter: "we are having significant issues with the smartsite extension sets ref 20059e. About every fourth or fifth one we are unable to flush them. We try to flush with a syringe and sometimes it works, sometimes it doesn't."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they are unable to flush the extension set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20059e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.